Event description:
A patient reported they were unable to obtain a blood glucose result on the one touch ii meter because their meter allegedly had no power. The result on the spouse's glucometer was 159 mg/dl. No symptoms reported. No treatment was adminstered. No further information has been reported.